Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was on, but display remained black. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation. Initial MDR should have indicated that the device had returned at time of report submission. H3: device evaluated by mfg: no, reason for non-evaluation: anticipated but not begun, other reason: blank, returned to mfg: yes. H10: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. H6: remove 4114, 3221, 67, add 4118, 3233, 11. Initial MDR should have indicated that the device had returned at time of report submission. H3: device evaluated by mfg: no, reason for non-evaluation: anticipated but not begun, other reason: blank, returned to mfg: yes. H10: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. H6: remove 4114, 3221, 67, add 4118, 3233, 11.